Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by nausea. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined; however, there was no indication this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though peritoneal effluent fluid cultures presented no growth, a decrease in symptoms in response to ip antibiotic therapy is evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, this 67-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2022 presented with no growth in the culture and a wbc count of 71/mm3 with 74% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic could find nothing wrong with the patient¿s aseptic technique during pd therapy; however, there was no indication the patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime and ip tobramycin (frequency and duration for both antibiotics unknown). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On 28/jul/2022, this 67-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 16/jul/2022 with nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on 16/jul/2022 presented with no growth in the culture and a wbc count of 71/mm3 with 74% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic could find nothing wrong with the patient¿s aseptic technique during pd therapy; however, there was no indication the patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime and ip tobramycin (frequency and duration for both antibiotics unknown). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.